Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0342150. Medical device expiration date: 2022-12-31. Device manufacture date: 2020-12-07. Medical device lot #: 0324401. Medical device expiration date: 2022-11-30. Device manufacture date: 2020-11-19. Investigation summary : bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set experienced blood splatter/ leakage or other sample leakage from the device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: 3 different instances where there is blood leaking from the tube on the butterfly needle.